Event description:
A report was received that the patient had a pocket revision due to weight loss and difficulty charging her ipg. The patient is reportedly doing fine.

Manufacturer narrative:
Device remains in patient. This is a final report.